Event description:
User alleges they are having problems with the catheter breaking off into the patient.

Manufacturer narrative:
A review of manufacturing records could not be performed as the user facility did not record the lot number and we have not been provided with the catalog number of the tray being used. The actual sample was not returned for evaluation. Based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through needle. If further information is obtained, that shows this is not the cause, then a follow-up report will be submitted.